Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to stiffness. Component not revised: product: advance onlay all poly patella 35mm tripeg productid: kpontp35 lot#:1804141 qty:1, revision njr number: (B)(4), side: r, primary asa: p1 - fit and healthy.